Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant the right ventricular (rv) tachy lead exhibited high impedance readings. The physician determined a fracture at the tip of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071x2 implantable pacing leads (B)(6) 2013; 5866 implantable lead adaptor (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.